Event description:
Pump had previously declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to inspect and clean the pump components, specifically the cartridge o-ring and pneumatic tap area. After guidance from support, the caller was able to successfully load a new cartridge and resume using the insulin pump without further issues.